Event description:
Avanos pump failure. Upon inspection, no kinks in the or clamped tubing were found . Patient's port flushed easily and aspirated blood. Ball was send to pharmacy to be weighted. It was found that the ball was the same weight as when it was applied.